Event description:
A respiratory therapist from the home healthcare company reported, "turbine will not start up". A pulmonetic sales representative was present and verified that "when set on 4000rpm, rtxdcr data shows 47 rpm on display".